Event description:
The account rep reports that a customer explanted a crystalens and wants to have the diopter power verified. Add'l info has been requested.

Manufacturer narrative:
No specific event or device details have provided. Awaiting add'l info.